Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Replaced the motor battery charger due to the pfc fan making irregular noise. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The motor battery charger was returned to the manufacturer for hardware analysis. Unable to duplicate issue. Found discoloration on the connector (j2) that supplies power to the fan on the pfc board. Board passed board level functional test. Tested it on the imaging system 267 for 3 days without any issues. Fan on the pfc ran ok. Electrical failure mode due to the damaged connector. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(6). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during an imaging system checkout, he noticed the pfc 1000 fan was making an irregular noise. He requested a replacement motor battery charger to resolve this. There was no patient present when this issue was identified.